Event description:
It was reported that the patient underwent an unspecified medical procedure using rhbmp-2/acs. Post-op, the patient developed "significant pain and [is] required ... To frequently visit [the] dr."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a l4/s1 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2010. It was reported that the patient's post-operative period was marked by increasingly severe nerve injury with tingling pain radiating to his legs and bony overgrowth. A lumbar myelogram study conducted on (B)(6) 2010 shows that the patient suffers from bony overgrowth with bone formations effacing its nerves. Since his surgery, the patient suffers from increasingly serious and severe nerve injuries. The patient's lower back pain continues to be severe and was found to have bony overgrowth that impacts his spine. The debilitating leg pain presents to the patient as tingling and affects both his legs, with severe pain radiating down his left leg greater than right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.